Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013, the screw head broke during the screw insertion. The screw was removed with great effort and the surgery was delayed for 15 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and is currently in the evaluation process. A review of device history records was not performed the lot number was not provided. Placeholder.